Manufacturer narrative:
The complaint report stated that post-closure angiogram showed minimal flow distal to the mata closure site, which was resolved by balloon inflation. The root cause of the minimal flow was most likely caused by a dissection at the closure site. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. The risk documentation was reviewed, and this type of incident is a known risk.. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history record documentation was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The operator was in training with the manta vascular closure device; this case was his sixth deployment. The patient's femoral artery measured 6.0 - 7.0 mm in diameter and had minor calcification. Access in the femoral artery was achieved without any reported issues. The measured deployment depth for the manta 14f vascular closure device (manta) was 4.5 cm + 1.0 cm. There were no reported difficulties advancing or withdrawing procedure sheaths. A 29 mm valve was delivered without issue. Closure of the arteriotomy was completed with good technique per the reporter. After closure with manta, an angiogram was taken which showed minimal flow distal to the manta. The operator advanced a balloon contralaterally over the aortic arch to the closure site. The vessel was opened using the balloon resulting in "great" blood flow and hemostasis of the closure site. No extravasation was noted. Time to hemostasis was recorded as 24 seconds.